Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that after intubating a smiths medical portex ivory north facing polar preformed endotracheal tube into a patient, air leaked from the device cuff. There were no adverse patient effects.

Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 100/133/070, unknown lot number; the sample was received in used condition. During visual inspection, no discrepancies were found. During functional testing a leak was observed coming out from a tear in the cuff. The customer reported condition was confirmed. The customer confirmed in a pre-use check that the cuff works properly. It is the most probable root cause that the cuff tear occured during intubation procedure due to contact with sharp edge. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.